Event description:
The customer reported being hospitalized due to pneumonia and high blood glucose of 948mg/dl, and they took him off the insulin pump, and they started delivering insulin every hour for thirteen hours to bring down his glucose level. The customer experienced vomiting, sweating and cold. Initially, the caller stated that he adjusted the insulin pump settings and he was getting low readings for supper and high readings for lunch. The customer stated she got up and his blood glucose was 521mg/dl. Then he called the doctor and he advised him to take a manual injection and to call us. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time and date were correct, but he was not sure if the basal rates were correct. The high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.